Manufacturer narrative:
Section d4: device serial number was requested but not provided. Lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 5 hours of data (09apr2024 ¿ 05:18:02 ¿ 10:37:22 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2024 from 05:38:43 to 05:38:54 due to losses of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the patient will at times walk around while connected to the mpu, causing the ac power cord to become disconnected from the wall outlet. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet due to user error. The serial number of the heartmate mobile power unit was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a no external power event was recorded in the patient's log files on 09apr2024 at 5:38:43 while connected to mobile power unit (mpu) power. The provider stated that, despite educating the patient multiple times, the patient continues to walk around on their mpu and the plug comes out of the wall socket.